Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: synergistic application of cardiac sympathetic decentralization and comprehensive psychiatric treatment in the management of anxiety and electrical storm. Frontiers in integrative neuroscience. 2014;7(jan):1662-5145. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this ICD system. It was reported that the patient received appropriate shock therapy from the device. The patient noted feeling pain with the shocks, fear, anxiety, nocturnal panic attack, aversive anticipation of subsequent shocks and was diagnosed with post- traumatic stress disorder, panic disorder and agoraphobia, and social anxiety disorder. The patient was treated with a combination of bilateral cardiac sympathetic decentralization, cognitive behavioral psychotherapy and anxiolytic medications. The device was replaced and the atrial lead revised for unknown reasons however the ventricular lead remains in use. No further patient complications have been reported as a result of this event.